Event description:
It was reported that after completion of a right transcarotid artery revascularization (tcar) procedure, the patient experienced altered mental status, and imaging reveled thrombus in the common carotid artery (cca) and internal carotid artery (ica) extending to skull base. Both stents were explanted, and the cca/ica were endarterectomized. It was also noted that during closing, the patient's blood pressure was 70-90mmhg and did not rise above 90 mmhg until leaving the operating room (or). Hypotension can increase the risk of periprocedural thrombus formation, and it was also reported the patient had a highly calcified lesion that impinged the stent at the lesion. The information provided indicates that the events were likely related to blood pressure mismanagement and the anatomical/underlying condition of the patient and not a silk road medical device failure. However, we are unable to eliminate the stent as a potential contributing factor to the thrombosis formation as the physician took action to remove the stent as part of the action to prevent permanent impairment.

Manufacturer narrative:
A secondary MDR was reported under 3014526664-2024-00055 as there were two products associated with this event. The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. However, at this time, we are unable to eliminate the stent as a potential contributing factor to the thrombosis formation as the physician took action to remove the stent as part of the action to prevent permanent impairment, hence, the event will be reported out of abundance of caution. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.